Event description:
The customer reported that the device was laying on its side when it was said to have activated on its own. A footswitch was in use during the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted. This report was originally submitted under the reporting site registration number. A new 3500a form has been submitted under the MFR site registration number. The new MDR number is 3006451981-2014-00228.